Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. Additional issues were identified during the device evaluation: the nozzle was clogged and the parts were loose due to deformation of the upward/downward angulation control knob; the water tightness was lost and the angle wires were stretched; the adhesive on the bending section cover had a white clouded area and a crack; the adhesive around the objective light guide lens was peeled; the plastic distal end had a dent and the connecting tube was scratched; the suction connector was deformed; and switch 1 had a scratch. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, the customer did not flush the air/water nozzle with water and air. However, the customer did flush the air/water nozzle/channel with the detergent solution. In addition, the customer wiped/brushed the air/water nozzle with clean, lint-free cloths, brushes, and sponges. The following details regarding the cds process were unknown: when the foreign material adhered to the nozzle, whether there was a delay in the start of the pre-cleaning, or whether the customer presoaked the endoscope in the detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection,¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the colonovideoscope had air/water flow issues from the air/water flow system. The issue was found during inspection before use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material exiting from the air/water nozzle due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.